Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the pump is recording 0 unit boluses delivered in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):during evaluation, the pump was exercised for 24 hours on a 1 unit per hour basal program; no 0.00 unit boluses were recorded in the pump history. All keypad buttons were found to respond to user input. No hypersensitive keys were observed. A normal 10 unit bolus and a 10 unit audio bolus was successfully performed and accurately recorded in the pump history. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the battery cap threads were found to be stripped; the battery cap required pliers in order to remove it. A new test cap was used to complete the investigation. The pump was found to power on with the appropriate vibratory and audible sounds.